Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was not booting-up, and had to manually boot the pc. Review of the log file showed that the malfunctioning flex vision pc. Upon troubleshooting, fse confirmed that the flex vision pc wasn't booting up after being off for a whole weekend or any extended amount of time. This would cause the whole system to hang, and not boot. To resolve the issue, fse replaced flex vision pc, checked download board software and reflashed the os and firmware. The defective flex vision pc was returned to philips for failure analysis and the cause of the failure was found to be failed component ¿cmos¿. The description of the test performed was, "failed sdr-check for low cmos voltage". The mode of failure was "s64 ¿ battery charge/discharge issue". After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.